Manufacturer narrative:
(B)(4). Batch #u93474. Investigation summary: the device was returned with no apparent damage. In addition the blade was not broke off as reported. The device was connected to a test hand piece and functionality tested on a gen11. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining / restart generator. The device was disassembled to inspect the internal components and no anomalies were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the titanium tip was broken during the procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.